Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was kinked event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 6.